Manufacturer narrative:
Additional information: remedial action required, remedial action # .

Event description:
Bd was provided with the customer's sbar report that read as follows: situation: patient was getting blood transfusion. At the end of the transfusion this rn noticed a system error within the brain. This rn turned off the pump. When turning back on the pump, infusion history was lost. This resulted in not knowing if the patient actually received all of his transfusion. Residents on call notified of the situation. Pump is at charge nurse station on 6th floor to be picked up. Assessment: heard low battery beep on first boot, system came up with error screen. Error screen normally goes away when pcu powered down and charged for a few minutes. Able to access maintenance mode through power on with tamper switch. Put in maintenance mode battery conditioning for a few minutes. Powered down. Error continues. After an hour of charging, error still comes up on pcu boot. Unable to access alaris system maintenance for downloading error and event logs or IV pump menu for testing rates or accuracy. Conclusion: due to not being able to access alaris system maintenance for the error and event logs, and the IV pump menu for testing rates accuracy, midas failed. Unable to continue with out repair of unit. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue with the pcu system error was confirmed during the log review and was observed during testing. System error was replicated during power on-self-test. Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). Pcu 8015 sn (B)(6) an external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. The system error code 133.6080 can occur when the supercapacitor (c245) on the logic board is discharged and the pcu is not connected to an ac power source for an extended period. After the pcu was turned back on following four months on (B)(6) 2024, it was observed in the pcu error logs that the malfunction 'code=120.4610.0; failure=psp_charge_level_low_failure' was identified and repeated four times. On (B)(6) 2024, at 10:08:14 am; code=120.4610.0; failure=psp_charge_level_low_failure (x4 times). On (B)(6) 2024, at 10:35:49 am; code=120.4510.5; failure=psp_missing_battery_failure (x3 times) system error tip sheet states: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the probable cause of the reported system error event could be determined and is attributed to prolonged time without using the pcu, which led to the discharge of capacitor c245 and caused the malfunctions recorded in the logs. Note that this report lists imdrf annex a070504, a0706, c0501, c02, d02, d09, g02002 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
Bd was provided with the customer's sbar report that read as follows: situation: patient was getting blood transfusion. At the end of the transfusion this rn noticed a system error within the brain. This rn turned off the pump. When turning back on the pump, infusion history was lost. This resulted in not knowing if the patient actually received all of his transfusion. Residents on call notified of the situation. Pump is at charge nurse station on 6th floor to be picked up. Assessment: heard low battery beep on first boot, system came up with error screen. Error screen normally goes away when pcu powered down and charged for a few minutes. Able to access maintenance mode through power on with tamper switch. Put in maintenance mode battery conditioning for a few minutes. Powered down. Error continues. After an hour of charging, error still comes up on pcu boot. Unable to access alaris system maintenance for downloading error and event logs or IV pump menu for testing rates or accuracy. Conclusion: due to not being able to access alaris system maintenance for the error and event logs, and the IV pump menu for testing rates accuracy, midas failed. Unable to continue with out repair of unit. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Bd was provided with the customer's sbar report that read as follows: situation: patient was getting blood transfusion. At the end of the transfusion this rn noticed a system error within the brain. This rn turned off the pump. When turning back on the pump, infusion history was lost. This resulted in not knowing if the patient actually received all of his transfusion. Residents on call notified of the situation. Pump is at charge nurse station on 6th floor to be picked up. Assessment: heard low battery beep on first boot, system came up with error screen. Error screen normally goes away when pcu powered down and charged for a few minutes. Able to access maintenance mode through power on with tamper switch. Put in maintenance mode battery conditioning for a few minutes. Powered down. Error continues. After an hour of charging, error still comes up on pcu boot. Unable to access alaris system maintenance for downloading error and event logs or IV pump menu for testing rates or accuracy. Conclusion: due to not being able to access alaris system maintenance for the error and event logs, and the IV pump menu for testing rates accuracy, midas failed. Unable to continue with out repair of unit. There was patient involvement, but the impact is unknown.